Event description:
Per (B)(6), home health rn with (B)(6). Rn is in the patient's home trying to complete octagam infusion. Rn reports pump sheet says infusion is supposed to take 6 hours but she started infusion at 10:30am and the pump read as complete but there was still 50ml remaining. Rn states no pump alarms went off and correct volume was infused. Rn reprogrammed pump for remaining volume and is currently waiting for pump to finish. Rph advised we will send out a new curlin pump and return box for pt to send us back malfunctioning pump. No missed doses, no adverse events, pump available for return. Serial number for affect pump (B)(6).